Event description:
The customer reported that they disagreed with the shock advisory decision that the device gave on a pt.

Manufacturer narrative:
The customer reported that they disagreed with the shock advisory decision that the device gave on a pt. A philips field service engineer evaluated the device at the customer site. The device passed all testing. Philips' review of the event strips support that the device was functioning as designed. The customer indicated that this may have been a user misunderstanding. We are considering this issue a user misunderstanding and not a malfunction of the device.